Event description:
It was reported that a cartridge alarm, occurred during the loading process. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the current pump.